Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high insufflation unit had co2 gas leakage from safety valve and the flow rate was high. There were no reports of patient involvement.

Manufacturer narrative:
Correction to the g3: of the initial medwatch. The aware date should be (B)(6) 2024. This is not a late report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. Olympus confirmed, a high flow rate causing an abnormal noise and gas leakage from the safety valve of the electro pneumatic proportional valve. It is presumed, that the gas leakage sound was caused by failure of the electro pneumatic proportional valve and the buzzer sound derives from the converter. The high flow rate was presumed to be caused by a failure of the duct line parts (electro pneumatic proportional valve). However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.